Event description:
It was reported that this implantable pacemaker device has a longevity 0f 2.5 years in a span of one year has a remaining of 8 months in a 35microwatts. Moreover, the battery has likely transitioned to measuring pure voltage and the slight discrepancy was the transition from the blended to pure voltage. The power consumptions have been stable over the last year and what the device is reading is accurate. To date, device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has a longevity of 2.5 years in a span of one year has a remaining of 8 months in a 35microwatts. Moreover, the battery has likely transitioned to measuring pure voltage and the slight discrepancy was the transition from the blended to pure voltage. The power consumptions have been stable over the last year and what the device is reading is accurate. To date, device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted. A new device was then implanted. No additional adverse patient effects were reported.